Event description:
Patient was having arthroscopic right rotator cuff repair and the orthopedist was using a surefire scorpion needle to suture. The device did not deploy correctly, and the md noticed the tip of the needle had broken off the device. Another needle was loaded, did not deploy a second time, and noticed that the second needle's tip had also broken off in the surgical wound. An x-ray revealed both tips were in the soft tissue of the rotator cuff. A decision was made to leave both tips in place vs. More invasive surgery to remove them.